Event description:
Advocate called for her mother. The customer's blood glucose was tested using her contour meter and received a reading of 192mg/dl. She was retested with the nurse's meter and received a reading of 82mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent and the customer is expected to return her strips for evaluation.